Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case, front lower right corner, cracked battery door, and a cracked right/left plunger case. Event log history was performed and indicated that "motor not running" was recorded in history. During analysis, the customer's reported problem was able to be duplicated. It was noted that the cause of the reported issue was that the stepper motor was not working as intended. Service replaced the stepper motor, performed preventive maintenance and all other functional tests to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor drive error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.